Event description:
Consumer reported in medwatch mw5105318 that upon removal a tampon fell apart. She stated she will have to go to the doctor to make sure the tampon pieces all got out safely. No further information was provided on consumer's use of the product and outcome.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.